Manufacturer narrative:
On 09/23/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Navigation was inaccurate, a navigation system re-boot resolved the problem. Reported issue could not be replicated. Issue resolved. System performed as intended. On 10/12/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On 10/19/2016 a medtronic representative, further following-up at the site, reported the alleged inaccuracy was ~1 centimeter on navigation. Confirmed that re-launching the synergy spine 2.1.0 software resolved the issue.

Event description:
A site representative reported that, while in a spine procedure, an inaccuracy was alleged. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. A medtronic representative, following-up at the site, reported that the inaccuracy was alleged to have occurred while in the spine procedure. The site performed 2 scans and continued to see the same inaccuracy. Re-starting the navigation system, and performing a new scan resolved the issue and navigation was deemed correct. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.